Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 immunoassay analyzer (disk system). Initial result: 215 miu/ml. The initial result did not correspond to the patient's clinical condition and the physician requested a repeat of the sample. Repeat result: 3.28 miu/ml.

Manufacturer narrative:
The hcg+b reagent lot number and expiration date were not provided. The field service engineer found that the measurement cell was aging. He replaced the measurement cell. He then did a performance check and the instrument was performing within specifications. Calibration and qc were performed and they were acceptable. The investigation determined the event was due to a maintenance issue.